Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The patient's medical history included dyspareunia and chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils- left-0, right-3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received. Reporter information, removal details added. Event injury updated to event pelvic pain. Case became valid and serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.